Event description:
The customer reported that one of their cardiohelp consoles behaved unusually. It made a grinding type of noise that resolved after clamping the arterial side briefly. Later that night, all of the sudden the flows dropped from 3.6 1/min to 2.5 1/min-no change in patient condition. The flow probe was changed which did not correct the problem. In the morning they re-zeroed the flow probe and the flows returned to 3.6 1/min. They verified the flows with a centrimag flow probe. The only change for the patient was an increase in ldh from 662 on (B)(6) 2014. Hemodynamics and oxygenation remained the same. Transition to veno venous was performed (B)(6) 2014 and the console was changed out. (B)(4). Ref # MFR 8010762-2014-00169.